Event description:
It was reported t1 and t2 deployed simultaneously. Ts were removed from the patient. A backup device was available to complete the procedure. Delay was less than 30 minutes and no patient injuries were reported.

Manufacturer narrative:
Visual assessment of the device shows no ts or suture remains on the insertion needle or were returned for examination. The insertion needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function. Intentional or unitnetional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacture of the device can be established. Use error may have been a contributing factror to this event.